Manufacturer narrative:
Further review into the incident reported under MDR 1020279-2015-00615 determined that no revision surgery had been performed on the patient's knee. The patient underwent a total hip arthroplasty and therefore this is complaint has been reported in error.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed on the left knee due to unspecified reasons.